Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. When the physician used the hemopro 2, physician confirmed the tip of jaw peeled off. After that the physician used another hemopro 2 and completed the evh. Nothing fell into the patient. No damage to the patient. The hospital did not report any patient effects.